Event description:
A galil medical sales rep called in an issue with visual ice machine. The pt was under anesthesia at the time of the issue. The system was not reading the argon gas. The system was reading no argon gas connected, and the site tried two different cylinders. The supplied pressure read 5700 psi; the regulated pressure was 6 psi. (Read on service diagnostic screen) the site verified quarter turn argon shutoff valve was open and gas cylinder was fully open. The case was finished with laparoscopic rfa instead of cryo w/o any pt injury.